Manufacturer narrative:
UDI (B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Per echo review, reportedly 3 years and 11 months after implantation of a 3300 tfx 23 mm aortic bioprosthesis, there is aortic regurgitation with a probable paravalvular origin, but of uncertain severity. Barring the interim development of infective endocarditis, most paravalvular aortic regurgitation is present since the time of surgery. Review of earlier post-operative echocardiograms would be of importance if there is a question of newly developed paravalvular regurgitation. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to number of issues including patient related factors or structural valve deterioration. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information a patient with a 23 mm valve implanted three years, 11 months, is scheduled for plug procedure due to paravalvular leak (pvl). Procedure is scheduled for (B)(6) 2020.

Manufacturer narrative:
H10. Additional manufacturer narrative: added h6 codes.

Event description:
Edwards received information a patient with a 23mm implanted three years, 11 months, is scheduled for plug procedure due to paravalvular leak (pvl). The procedure has been postponed due to covid-19. Per echo review, reportedly 3 years and 11 months after implantation of a 23mm aortic bioprosthesis, there is aortic regurgitation with a probable paravalvular origin, but of uncertain severity. Barring the interim development of infective endocarditis, most paravalvular aortic regurgitation is present since the time of surgery. Review of earlier post-operative echocardiograms would be of importance if there is a question of newly developed paravalvular regurgitation.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections a4 and b5-b7.

Manufacturer narrative:
H11. Corrected data: after additional review of information additional information was added to b5, f10, and h6. F10: device code, 3191 = patient prosthesis mismatch patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. The cause of the event was likely related to procedural related factors.

Event description:
It was learned patient is scheduled for plug procedure due to severe paravalvular leak (pvl), severe regurgitation, and patient prosthesis mismatch. Echo performed approximately three years after implant showed severe perivalvular leak aortic insufficiency, accompanied by lv enlargement. Records indicated possible patient prosthetic mismatch as the smaller size valve may be a contributing factor. The 23mm 3300tfx aortic valve was originally implanted due to endocarditis of unknown bioprosthetc valve.

Manufacturer narrative:
Reference CAPA-20-00141.